Manufacturer narrative:
This supplemental report is being submitted to provide additional information. As part of the post market surveillance study process, olympus personnel conducted a review of the sampling technique of the scope sampler. The following deviations were noted during the audit. Olympus engineer instructed the appropriate technique to the sampling staff. Cardboard boxes were brought into the sampling room. Someone was entering or leaving the sampling room. Someone was working in the sampling room. The exact cause of the reported event could not be conclusively determined at this time, because the investigation of this case is ongoing.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported events. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for the following microorganisms: microbacterium paraoxydans and acinetobacter radioresistens after reprocessing. There were no associated patient infections reported.

Manufacturer narrative:
A supplemental report is being submitted to provide the results of the ess 's investigation, the summary of the results of the destructive sampling test and the summary of the investigation results. The endoscopy support specialist (ess) visited the user facility to observe the staff's reprocessing practice and to provide a reprocessing in-service training. The infection control personnel at the user facility informed the ess that the user facility has uncovered that after changing the detergent solution from medivators/cantel intercept to steris prolystica the positive samples have been eliminated. The ess conducted a hands on reprocessing in-service on the model tjf q180v following the reprocessing manual. No deviations were noted. The ess provided infection prevention all educational information for tjf q180v along with electronic copies of wall charts and interactive reprocessing guide. The subject scope was sent for destructive sampling at an external laboratory. The external expert noted the following during the destructive sampling: the destructive sampling identified escherichia coli and is categorized high concern organisms. Bacillus sp. And cryptococcus neoformans were also identified. After the disassembling, the following was observed: - a leak was detected for this endoscope but not localized at the distal end. - several dents and scratches on distal end plastic cover. - scratch on the glue of the bending section cover. - presence of oxidation under the glue on the distal objective lens. - lack of glue around the distal nozzle. - presence of debris and organic matters on the top of the glue covering the forceps screw. The summary of the investigation findings are as follows: - presence of escherichia coli on distal end parts and presence of debris and/or organic matter on the top of the forceps screw were observed in the destructive sampling. - a leak was observed at the distal end during device inspection. - some deviations were found during the sampling procedure review. The exact cause of the reported event could not be conclusively determined, but based on the OEM's investigation, the following cannot be ruled out as potential causes: - potentially contaminated due to insufficient reprocessing because of the species types and high number of colonies. - the presence of residual debris and/or organic matter, and presence of escherichia coli are indicative of improper reprocessing. - damage to the duodenoscope is the potential cause of insufficient reprocessing - although the reprocessing procedure review was declined by the site, the destructive sampling findings clearly indicate improper reprocessing procedures.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. Please the updates in sections: d10, g4, g7, h2, h3, h6 and h10. The scope was returned to service center for a evaluation. A visual inspection was performed on the returned device and found yellow substance inside the scope when inspected with an olympus boroscope. The yellow substance was found inside the instrument channel from the biopsy port side. The channel was further inspected and found more yellow substance inside the instrument channel from the bending section side. The suction channel was checked and found additionally yellow substance inside the channel from the suction channel entry and scope connector side. Additionally, the image was checked and the image is working normal. A leak test is not able to be performed due to the damaged bending section. The scope was purchased on july 5, 2017 and the last time the scope came in for service was july 11, 2018 for a 28f refurbishment. Based on the evaluation service center is unable to determine the root cause of the yellow substance inside the instrument channel and suction channel.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The original equipment manufacturer (OEM) provided a summary of the post market study investigation. A review of the summary found sampling procedure deviations; an auxiliary staff member was working in the sampling room during sampling. Olympus retrained the sampling staff based on the deviations observed. Additionally, an environmental investigation was performed and found the sampling area was not isolated and there was a sink with a water supply near the sampling area the summary reports that a destructive scope sampling was performed and found there was no contamination on the internal surfaces that would suggest a flaw in distal end design. The detected contamination appears to have originated from channels. The OEM reported that the contamination appears to have resulted from insufficient reprocessing and does not appear to be due to a design issue. The duodenoscope did not show evidence of fluid ingress. A leak was detected in this endoscope but not localized at the distal end. Damaged parts will be further analyzed by borescope and microscope.